Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 07/03/2020 and 07/04/2020, the customer indicated that the pump was plugged into a wall outlet using the power supply that came with the freestyle flex pump when the melting issue occurred. She further indicated that she returned the pump and power supply, though it has not been received by medela as of the date of this report. This issue is currently under investigation by medela ag, the legal manufacturer in (B)(4). (B)(4).

Event description:
On 05/04/2020, the customer alleged to medela llc that the power cord for her freestyle flex breast pump melted to the pump.